Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged and was repositioned. After repositioning, high dfts were reported. Further surgery was not performed due to the condition of the patient.